Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was confirmed based on the medical records provided. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years and 7 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the native aortic position, the valve failed due to severe stenosis potentially due to proinflammatory scenario with liver disease. Patient presented with dyspnea and an echocardiogram showed the prosthetic valve well seated in aortic position with mild central leak, a mean gradient of 40 mmhg and aortic valve area of 0.3 cm2. The prosthetic valve appears calcified. Findings are consistent with severe prosthetic valve stenosis. There was no evidence of paravalvular leak. The motion of the aortic prosthesis appears to be normal. The patient underwent a successful valve in valve procedure with a 26mm sapien 3 ultra resilia valve. Per report, the patient was alive at end of the procedure.

Manufacturer narrative:
The investigation is ongoing.